Event description:
It was reported when the device was used during a laparoscopic roux-en-y, it would not open after it was fired. The case was completed using another device. There was no pt consequence.